Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat the left radial artery with mild calcification. The 10x19 mm omnilink elite stent delivery system was advanced and the stent dislodged from the delivery system prematurely. No attempt was made to retrieve the stent but the stent was embedded in healthy tissue by a balloon. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported stent dislodgement appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement, the stent became loose against the anatomy resulting in the reported stent dislodgement. Additionally, the treatment appears to be related to the operational context of the procedure as the stent was embedded in healthy tissue using a balloon catheter. There is no indication of a product quality issue with respect to the design, manufacture. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.